Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer did not test their blood glucose (bg) level, therefore an exact value was not provided. Reportedly, the customer felt that their bg level was "very high", which would be addressed with an injection. Reportedly, the customer had manual insulin injections available as alternate insulin therapy.